Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was powerbroken which created low rpms and there were small holes in the hose by the pressure release valve (prv) valve. Therefore, the reported condition was confirmed. It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position. It was determined that the hole in the hose occurred due to mishandling of the device and allowing the hose to come into contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. The assignable root cause was determined to be due to component damage caused by user error / abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device had a hole in the hose, low rpm(revolutions per minute) and was power broken. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.